Event description:
It was reported that during a procedure to treat a de novo, concentric lesion in the mid right coronary artery with heavy tortuosity, heavy calcification, and 99% stenosis, a 3.0 x 12 nc trek rx dilatation catheter was advanced with slight resistance with the patient anatomy and inflated; however, the balloon ruptured during the first inflation at 8 atmospheres. The 3.0 x 12 nc trek rx dilatation catheter was withdrawn from the patient anatomy without resistance. Reportedly, during prep air was removed inside of the patient anatomy. A new nc trek was used for pre-dilatation and a xience prime stent was deployed to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - incorrect prep. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the nc trek instructions for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body. Based on the information reviewed, there is no indication of a product deficiency.